Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was found to have a detached grip input disk. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. Additionally, the instrument was found to have a derailed grip cable at the distal end. The probable root cause of broken input disk is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The probable root cause of derailed grip cable is attributed to a loss of cable tension which may have resulted from a stretched cable due to a broken input disk. Correction: h8. Was updated to initial use of device.